Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks due to right ventricular (rv) lead noise. The calling health care provider (hcp) reported the lead's pacing impedances had increased from 400 to 800 ohms, there was no capture and no r-wave sensing. A boston scientific crm technical services consultant (ts) recommended a chest x-ray, which showed the device had migrated due to the patient's thin anatomy, resulting in the lead dislodging and migrating to the atrium. The device was reprogrammed to monitor only pending a scheduled lead revision. A boston scientific crm field representative asked if the migrated lead could subsequently detect atrial fibrillation (afib) as ventricular fibrillation (vf). Ts discussed that if the rv lead were in the atrium and patient was in afib then it could oversense afib as vf. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted setscrew marks on all terminals, the proximal end of the distal spring electrode was separated from the lead body insulation, and the presence of medical adhesive and tissue were noted at the separation site. The suture was located tied around the proximal spring electrode, and dried blood/body fluid was noted in the helix housing. Resistance and pressure tests were then completed to assess the lead's electrical performance and insulation integrity; measurements throughout these tests were within normal limits, suggesting the change in electrical measurements was associated with the migration of the device and lead. The device remains implanted and in service.

Manufacturer narrative:
This device subsequently was returned with no additional information. Upon receipt at our post-market quality assurance laboratory, the device was thoroughly inspected and analyzed. Microscopic visual inspections noted tool marks in the device casing surface. All sealplugs were intact and all setscrews moved freely. Lead impedance testing was performed and the resulting measurements were within specifications. Based on recorded data from device operations and an engineering calculation based on programmed values, this device met longevity expectations. The device was then put through and passed a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device commensurate with battery status.